Manufacturer narrative:
Film evaluation summary; the exact cause/source of the endoleak seen during implant could not be determined from the limited clinical information and returned films. The anatomy at implant is unknown and a complete assessment of the patient¿s anatomy including the reported calcified vessels could not be performed. Complete films during implant, with images showing implant and ballooning of the devices, were not available for review. The precise location of the endoleak was also not reported. Endoleak interrogation to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak source difficult. Two (2) short low-resolution videos of angiograms during implant were returned. A 13 second video revealed that an endurant iis stent graft system had been deployed in the patient. Contrast injection from above the bifurcate showed widespread contrast blush coming primarily along the left side of the bifurcate aortic body near the level of the flow divider. A 21 second video of a retrograde angiogram after an additional limb(s) had been implanted within the right limb again revealed contrast coming primarily from along the left side near the bifurcate flow divider. The amount of contrast appeared reduced in strength compared to the previous video. While a type iii fabric endoleak potentially caused by ballooning with calcified anatomy cannot be ruled out, this may have also been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this potential type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 90mm abdominal aortic aneurysm. During the index procedure, it was reported that the final angiography showed ¿jetting¿ of contrast into the aneurysm sac. Further exploration showed the "jetting¿ to be originating from an area that the physician had angioplasty ballooned and a significant amount of calcium was also noted in that area. The physician was concerned that there was a hole in the stent graft which was caused by a combination of the ballooning and the calcium deposits that were in the patient¿s vessel. The event was resolved by covering the area that the ¿jetting¿ was believed to be originating from with another non-medtronic stent graft. No clinical sequalae were reported and the patient is fine.